Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('im 6 months post op laparoscopic assisted vaginal hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune disorder") and bladder disorder ("bladder disorder"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the autoimmune disorder and bladder disorder had not resolved. The reporter considered autoimmune disorder, bladder disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('im 6 months post op laparoscopic assisted vaginal hysterectomy') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder (seriousness criterion medically significant) and bladder disorder ("bladder disorder"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the autoimmune disorder and bladder disorder had not resolved. The reporter considered autoimmune disorder, bladder disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.